Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 78-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that an implanted impella cp pump began to trigger high purge pressure alarms during patient support. Pump flows remained appropriate and the patient was stable at the time of the noted event. Due to noted issue, the decision was made to replace the pump. There was no patient harm.

Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. Product was not returned for investigation. After around 20 minutes of pump running there was motor current spike followed by a gradual purge pressure increase and then steading out around 1050mmhg. Low flow was seen once the purge pressure hit 1050mmhg gradually decreasing till the end of the case. Per the data log review, the root cause of the high purge pressure issue was most likely biomaterial. The instructions for use states ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿